Event description:
The complainant's child got second degree burns at a tanning salon. User told the employees at the tanning salon that they were fair skinned and had never been to a tanning salon before. The tanning salon told the user to set the timer for 17 minutes because they just got new bulbs. The user got blistered, burns from the 17 minutes tanning session.